Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the rn primed the primary tubing with intra lipids, placed it into the pump and attached the tubing to the patient and initiated the infusion. The rn immediately noted that blood was backing up from the patient's central line. The rn stopped the pump, disconnected it from the patient to flush the central line. When the rn went to remove the tubing from the pump, the intra lipids splashed onto the floor and into the rn's face, as well as, onto the patient. On inspection, the rn noted that the tubing had a bulge in the pumping segment and had separated at the upper fitment. There was no report of patient harm.